Manufacturer narrative:
(B)(4). Damage to the guide wire identifier can occur due to, but not limited to, interaction with another device, identifier marker not shrunk to proper size, material used in manufacturing, tubing post shrink dimension and/or identifier marker not processed. The guide wire was not returned which may have aided in the evaluation. A search of the lot history record indicated no nonconforming material records for the lot that could have contributed to this incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on a review of related records, the manufacturing group has concluded that there is no product deficiency for this issue.

Event description:
It was reported that during the procedure in the right coronary artery, the balance middleweight elite guide wire was advanced into the patient anatomy and crossed the target lesion. As the non-abbott dilatation catheter was being advanced onto the guide wire, it was noted that the proximal yellow guide wire identifier separated into pieces and portions came off the balance middleweight elite guide wire. Some pieces and color of the identifier were noted on the dilation catheter. The procedure continued with the same guide wire and the same dilatation catheter. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event was reported to have occurred during the week of (B)(6), 2011. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.